Event description:
It was reported that the colonovideoscope had an unknown communication error. It is unknown when the reported issue occurred. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image was not displayed. Based on the results of the investigation, a definitive root cause could not be identified as it was not confirmed that the reported issue was duplicated. In addition, the image was not displayed was likely due to a corroded cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.